Manufacturer narrative:
(B)(4) quick release buckle snapped open. The product has been requested to be returned and has not been received. There have been no similar reports of this type for this product. The info in this report is based solely on the customer's statement. (B)(4).

Event description:
The customer reported that a physical therapist had applied a gait belt on a pt and as he attempted to lift the pt the quick release buckle snapped open. The therapist was able to catch the pt before the pt fell. The therapist claims he has used the metal buckles in the past, but never the quick release buckles. Application instructions were sent to the customer to ensure the belt is being used as per our instructions. Customer was advised to immediately discontinue using the belt. There was no pt injury reported.